Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use? No. Device returned to manufacture: no. Investigation summary: no samples were returned, but photos were provided for observation. Based on the observation of the photos provided for this incident it was confirmed that the damaged/smashed barrel was the root cause of the retraction failure. DHR review; was conducted for this investigation which disclosed the following: lot: 7073934; was built on afa line 5 on 16mar2017 through 21mar2017 and packaged on afa line 9 from 20mar2017 through 09july2017for the quantity of (B)(4). Review disclosed no indication of the alleged defect as it was noted that there reject findings throughout the build of this lot that would impact upon the quality of the catheter product. 1 non-related ip qn was initiated during the build of this lot. Investigation conclusion: the smashed barrel was physical/mechanical evidence to confirm and support manufacturing process related issues for the defect stated in the pir. This type of defect to the barrel can occur at the barrel stomp process when over driven. There is a controlled visual inspection at this process; where if this type of defect were observed it would be discarded but due to low frequency it was not caught.

Event description:
It was reported that bd insyte¿ autoguard¿ shielded IV catheter failed to retract the needle properly. No serious injury or medical intervention reported.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd insyte¿ autoguard¿ shielded IV catheter failed to retract the needle properly. No serious injury or medical intervention reported.